Event description:
It was reported that an alert was triggered for right ventricular (rv) intrinsic amplitude out of range. Review of the stored data identified rv loss of capture and undersensing on a stored atrial automatic threshold test. In clinic assessment was recommended. This device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this patient was brought into the clinic and it was determined that a lead revision procedure will occur in the future. The lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that an alert was triggered for right ventricular (rv) intrinsic amplitude out of range. Review of the stored data identified rv loss of capture and undersensing on a stored atrial automatic threshold test. In clinic assessment was recommended. This device remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.